Event description:
Customer reported that they were applying the restraint on the pt, they tried to snap it shut to ensure it was locked and the cuff wouldn't snap locked. They tried the key to see if it was already locked and the key got stuck in the lock. There was no pt or personnel incident or injury.

Manufacturer narrative:
(B)(4). The product has been requested to be returned but has not been received.